Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the beta-subunit (hcgb) on an e411 analyzer. The sample initially resulted as 8.7 miu/ml when tested on the e411 analyzer and this value was reported outside of the laboratory to the patient. The doctor told the patient that she was pregnant. The patient went to another laboratory where another sample was collected from the patient. This new sample was tested with a different method (chemiluminescence) and resulted as < 0.6 miu/ml. The original sample was also repeated on (B)(6) 2016 on the e411 analyzer, resulting as < 0.100 miu/ml. The patient was not adversely affected. The hcgb reagent lot number was 187428, with an expiration date of 11/30/2016. It was stated that the sample in question was processed together with other samples from pregnant women. It was suspected that there may have been carryover from another sample.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.